Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for no known indication for use. It was reported on (B)(6) 2016 patient has had prior history of pump malfunction, causing severe withdrawal symptoms and suicidal ideation. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.